Event description:
While wearing the sound processor, the patient reportedly experienced sound perception problems followed later by a loss of sound perception. The patient was seen by a company representative for device evaluation. Testing performed confirmed that the patient's device was not functional. Surgery will be scheduled.